Event description:
The customer tried to insert the neotrend-l sensor, but could only insert to the 25 depth marker and needed to be at the 24 depth marker. Sensor reading in flush. Blood and IV fluids started leaking around the luer lock. The sensor to be returned to the MFR for investigation. No report of harm or injury to the pt.